Manufacturer narrative:
Complete information for: correction/removal report number= 3002809144-10/31/19-010-r a product recall letter was issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
Abbott laboratories has identified that the alinity ci bulk solution level sensor (list number 04s68-03) can allow air to enter from the joint between the level sensor cap and the inlet or outlet tubes that may result in either a failure to dispense or an incomplete dispense of the bulk solution on the alinity I and c analyzers. On the alinity I analyzer, a reduced dispense volume of trigger solution or pre-trigger solution will cause an unexpectedly low rlu (relative light unit) reading, resulting in lower than expected values for direct assays (upward slope calibration curves), or higher than expected values in indirect assays (downward slope calibration curves). These events may be accompanied by result exception message codes 1043, 1044, 1072, 1402 or 1403 and potentially impact patient results. On the alinity c analyzer, a failure to dispense acid wash or alkaline wash may lead to inadequate washing of the cuvettes. This may cause carryover which could impact patient results. These events may be accompanied by message codes 3687 or 3689. These message codes retained in the alinity ci-series system logs. On both the alinity I and c analyzer, air in the bulk solution lines has the potential to impact patient results. There has been no reported adverse impact as a result of this issue.